Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The air tightness was not good and large number of air bubbles were produced. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that during the pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The air tightness was not good and large number of air bubbles were produced. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.